Manufacturer narrative:
A manufacturing evaluation was completed: there is no visible damage to the part. Rti surgical manufactured the cable tensioner, part number 391.201, and lot number p079532 for synthes. In house inventory of springs was inspected and found to be within specification. A device history record (DHR) review was conducted and found that the device met specification prior to shipping. During the DHR review there was no evidence to believe that the spring was originally over compressed. Engineering found that the spring of the collet assembly is compressed beyond recommended maximum displacement, leading to permanent deformation of the spring. Based on the specifications at the time of the original manufacturing, the identified root cause, and the evaluation performed by rti surgical, this complaint condition is confirmed but not related to a manufacturing cause. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows:it was reported that the surgeon tried to fix proximal side of a femur with cable during distal femoral fracture surgery but the tensioner in question was racing and he could not apply the force above 20kg. He kept turning the fluted knob then the tensioner got stuck. The surgery was delayed for 20 minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: no patient data is available. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records was conducted and the report indicates that the DHR 391.201 lot p079532 was released 9/10, 9/16, 9/21, 9/29 (x3) 2010, pioneer surgical technology manufactured the cable tensioner, p/n 391.201, and lot number p079532 on synthes purchase orders (B)(4). The supplier¿s certificates of compliance (dated 9/2/10, 9/13/10, 9/16/10, and 9/22/10 for six separate receipts of this lot) indicate the parts were manufactured to p/n 391.201 and met the required specifications. The lots were inspected and conformed to the synthes, incoming final inspection sheets numbered (B)(4) for branch plant 20 receipts and (B)(4) for branch plant 21 receipts, (dated 9/21/10 and 9/29/10 for 4 of the receipts; the other 2 receipts did not require inspection). The six receipts of this lot were released 9/10/10, 9/16/10, 9/21/10, 9/29/10, 9/29/10, and 9/29/10. There were no mrr¿s, ncr¿s, or complaint related issues with this lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the subject device has been received and is currently in the evaluation process.date of manufacture is sep 10, 2010. Additional dates of manufacture are: sep 16, 2010, sep 21, 2010, and sep 29, 2010.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.